Manufacturer narrative:
Concomitant product: PICC IV access (vendor and lot unknown); therapy date (B)(6) 2015. No product will be returned per customer. The customer complaint of IV tubing set disconnected and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing set disconnected and leaked during a nafcillin infusion. No patient harm reported.